Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that performed the preventative maintenance(pm) replaced the batteries to resolve the issue. The iabp passed full functional and safety tests to factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement and no adverse event reported.